Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi mode when the asymptomatic patient presented in clinic during a follow-up. A device download was performed successfully.